Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation of image not displayed temporarily was not confirmed. The other allegation, cable trunking is cut, was confirmed during evaluation. Based on the results of the investigation, the phenomenon was not confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image disappears temporarily caused by cable disconnection depending on its position while using the camera head. The customer also mentioned the cable was partially stripped as if it had been cut upon receipt. There was no patient harm associated with the event.